Manufacturer narrative:
H6: investigation summary the customer reported leakage issues and returned one used sample. The sample was able to flush and did not show evidence of leakage when primed with water. The complaint could not be verified. The root cause is unknown without an observed failure. Device history record review for model mp5303-c lot number 23029051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was leakage. The following information was provided by the initial reporter: "unable to flush or draw blood. They have had leakage issues. Response received on may 16,2023. Unable to flush or draw blood 1. How many occurrences of the defective item found?- too many to count 2. Was there any visible damage to the affected item? No 3. What was procedure being performed, please provide the details. Starting an IV with normal saline 4. What was medication being used in the procedure? Normal saline 5. Was issue being described noted before, or during use? Can¿t flush 6. Could you please help to clarify whether the anxiety for the patient was due to unable to flush or draw blood or due to leakage? No. B. Leakage 1. How many occurrences of the defective item found? Too many to count 2. Where specifically was the leakage? Leaking at the blue sponge part 3. Were there any noticeable defects on the affected item? No 4. Was issue being described noted before, or during use? During use. Questions answered below and also other notes that were sent by other end users ¿ tightening at the hub is different and often leaks ¿ the tubing doesn¿t screw on the same, sometimes will not flush at all and has to be switched out. ¿ there are complaints of leaking at the blue sponge part ¿ tubing blowing off the injector due to flow issues"

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was leakage. The following information was provided by the initial reporter: "unable to flush or draw blood. They have had leakage issues. Response received on may 16,2023. Unable to flush or draw blood. 1. How many occurrences of the defective item found? Too many to count. 2. Was there any visible damage to the affected item? No. 3. What was procedure being performed, please provide the details. Starting an IV with normal saline. 4. What was medication being used in the procedure? Normal saline. 5. Was issue being described noted before, or during use? Can¿t flush. 6. Could you please help to clarify whether the anxiety for the patient was due to unable to flush or draw blood or due to leakage? No. B. Leakage: 1. How many occurrences of the defective item found? Too many to count. 2. Where specifically was the leakage? Leaking at the blue sponge part. 3. Were there any noticeable defects on the affected item? No. 4. Was issue being described noted before, or during use? During use. Questions answered below and also other notes that were sent by other end users tightening at the hub is different and often leaks. The tubing doesn¿t screw on the same, sometimes will not flush at all and has to be switched out. There are complaints of leaking at the blue sponge part. Tubing blowing off the injector due to flow issues".